Event description:
It was reported that the patient presented at a follow-up in clinic with a junctional escape rhythm. Upon interrogation, the pacemaker battery had prematurely depleted. The physician explanted and replaced the device. The patient was in stable condition.